Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the health sight viewer (hsv) link was not opening. A technical support specialist (tss) confirmed the hsv link was inaccessible from workstations with a server connection error. Based on hospital information technology (hit) guidance, the report server was rebooted, and access was tested from another server with no internal issues observed. The tss assisted hit by coordinating routing checks and providing the server ip, with plans for further workstation analysis if required. After refreshing the link, the customer confirmed hsv access was restored, and the issue was resolved with tss assistance. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server the link to healthsight viewer was not opening. The user stated that they use this link for checking on the status of pyxis devices and it's critical to their workflow. The customer stated that they managed to get the medication from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.